Event description:
It was reported to philips that the system's image processing computer was intermittently not booting, preventing imaging. The patient was moved to another system. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.